Event description:
A representative of (B) (6) hospital advised a steris service technician that the hospital recently failed to abide by a municipal water authority directive to boil water prior to human consumption. The boil order was issued as a preventive measure following a heavy rain storm that elevated turbidity levels in the water. According to the hospital, it failed to boil or otherwise treat the inlet water for its system 1 sterilizers for approximately a week.

Manufacturer narrative:
Although there has been no reported clinical or patient impact from the hospital's inaction, steris is filing this MDR based upon two factors: the lack of definition of "turbidity" by local authorities relative to microbial content, and the theoretical - but unlikely - possibility of the presence of a virus in the water due to the hospital's failure to follow the recommended boiling procedure. The system 1 operator manual clearly specifies that potable quality water must be supplied to and used with the unit. The potential clinical significance of viral contamination traced definitely to usepa potable water is very rare as cited in the scientific literature. Steris is filing this MDR because, even though the likelihood of a patient-impacting event would be rare, there is at least a theoretical possibility that it could occur, and because steris cannot guarantee sterility when its system is used outside the specified operator parameters.